Manufacturer narrative:
Ous MDR - upon receipt, the device was interrogated, revealing the battery status eri. The device was implanted for approximately 45 months and 37 charging cycles were recorded to the device memory. The memory content of the device was inspected. The inspection of the shock holter revealed that the device delivered two shocks with a shock impedance of "<25 ohms" during an induction test on (B)(6) 2010. The shock holter documented that a subsequent charge was aborted because the maximum charge time threshold of 20 seconds was exceeded. The device displayed eri status as a result. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A defibrillation signal was applied and the device detected the fibrillation signal as specified. However, the ability of the device to deliver defibrillation shocks was found compromised. The ICD was opened. The visual inspection of the inner assembly showed no anomalies. Further analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery in an external short circuit, consistent with the shock impedance of "<25 ohms" observed during the inspection of the memory content. In summary, the device was damaged due to a shock delivery into an external short circuit. It is assumed that this damage was caused due to the competitor's lead defect ("0 ohms") as mentioned in the complaint description.

Event description:
Ous MDR - we were informed that this device was explanted because when vf induced, there was a short circuit between the competitor's lead and this ICD. No other adverse patient side effects have been reported.